Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that he is hypoglycemic aware and noticed that his blood sugar levels were dropping. He stated he double checked his blood sugar with a glucose meter and indicated that the cgm was displaying a value higher than what his bg values were. The patient stated his bg started to drop rapidly and treated himself with glucose tablets. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The root cause could not be determined.